Event description:
It was reported that this right ventricular (rv) lead presented lack of capture, with it dislodging four days after implantation, which was confirmed by x-ray imaging. It was consequently revised and repositioned. The lead remains in service. No additional patient effects were reported.